Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to the initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
Initial MDR 1219913-2023-00001 was filed on jan 04, 2023 reporting a customer from outside the united states obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Additional information - feb 27, 2023. The customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one male patient serum sample that was low/normal on an alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for a potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result: 292.267 ng/ l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate ( 275.816 and 276.739 ng/l). This indicates a sample/patient specific incident. The sample was also run on an alternate method 2 with low/normal results: alternate method 2: 21.7578 ng/l (alternate method 2 interval : female 10 ng/l; male 20 ng/l). No sample was available to be sent to siemens for further investigation for any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 or other alternate methods for troponin will have similar results. Per the atellica im tnih instructions for use (IFU) there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.